Event description:
It was reported that the programmer screen calibration was incorrect, it was impossible to access some of the labels on the screen. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the stylus cable was damaged. It was also noted that the power bay assembly was broken. (B)(4).